Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked while infusing d5w and connected to a patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of cracked pca set was confirmed. Visual inspection of the set noted that the female luer had a vertical hair line crack that measured 0.632 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer. The cause of the leak was identified as a crack female luer. The root cause of this failure was not identified.